Event description:
The following was reported to hamilton medical ag: customer states the battery will not take a charge. When placed on the calibrator/charger overnight, there is a red light on the charger the next day. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that the battery does not charge when the device is connected to ac or charged externally on battery calibrator. On reviewing the device logs it was noticed that device has been alarming for 'te244021 batterypowerlinedefect' since dec 2024 every time when it is turned on. The soh and rsoc of the battery remains 0% and the device also alarmed for 'battery 1: replacement required' and 'battery 1: defective'. Hamilton ventilators are subject to a mandatory preoperational check before clinical use. This routine procedure includes verification of external power functionality, battery status, and alarm operation. As such, any battery-related issue would typically be detected and resolved prior to patient connection, thereby preventing the risk of unnoticed malfunction during therapy. In this case, the device operated normally on ac power. Even if the charging issue had not been detected beforehand, the ventilator¿s built-in safety mechanisms are designed to generate multiple visual and audible alarms as battery levels decline. These alerts escalate well in advance of critical battery depletion, giving operators sufficient time to take corrective measures, such as connecting to external power or replacing the device, before any loss of function occurs. The issue was identified in a non-clinical setting, and the device remained under continuous supervision by the user. The user interface and alarm system clearly indicate battery faults, ensuring that a situation involving an undetected failure during patient ventilation is highly unlikely. Replacement of battery resolved the issue. This case is considered as closed.